Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during dwell 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 4 of treatment prior to the leak and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event. The patient stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (500mg, oral, 7 days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was not at home at the time of the reported event and had to visit the clinic the following day to complete peritoneal dialysis treatment. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during dwell 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 4 of treatment prior to the leak and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event. The patient stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (500mg, oral, 7 days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was not at home at the time of the reported event and had to visit the clinic the following day to complete peritoneal dialysis treatment. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.